Event description:
It was reported that the back label was damaged, the lens was scratched, and there was a constant cassette alarm after closing the lever. This event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl confirmed the customer complaint. It was found that there was a buckling upstream occlusion (uso) seal, and a damaged rear label. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and rear label, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration and occlusion tests. The pump passed all functional tests and performed as intended after repair.